Manufacturer narrative:
On 25-oct-2022, a field service engineer (fse) went on site to troubleshoot the issue and the universal surgical manipulator (usm) port and clutch buttons were tested and working as intended. No further issue was noted.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) has been requested to investigate the reported event. At this time, the additional fse investigation has not been completed. A follow-up MDR will be submitted when additional information is received. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. There was no image or video clip submitted for review. An event verification confirmed the procedure was performed on the reported event date (B)(6) 2022 on system (B)(4). A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. This complaint is considered a reportable event due to the following conclusion: the customer converted after the start of the procedure due to the instrument clutch not working. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change..

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the instrument clutch on arm 3 was not working. Live logs showed no related errors. Clinical sales associate (csa) was present in the case and stated that they could not do a "quick-click" with the instrument clutch. Customer converted the case as the surgeon felt that he could do the case faster laparoscopically. The procedure was completed laparoscopically with no patient harm. Intuitive surgical, inc. (Isi) made a follow-up attempt to obtain additional information. However, no further details have been received as of the date of this report.